Event description:
During a two person mechanical life transfer, two straps broke away from the body of the sling causing the pt to fall to the ground. The pt sustained "9" fractures. The cnas had looped the sling correctly and inspected the sling for signs of wear and tear before performing the transfer. We believe the sling was only months old. This was originally reported to medline on (B)(6) before the pt passed that evening. This report is being re-filed with medline and now the FDA.